Event description:
While using a byte day aligners, patient reported that they are on their last aligner, end of treatment, and their teeth are still not straight. Patient also reported that their aligners are falling apart and cutting their lip. Requested information for both concerns. Recommended to wear aligners 8 hours night or to purchase boil and bite nightguard to retain teeth until new aligner arrive.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.